Event description:
User received low troponin t result for one patient's 3 hour sample. Initial result was 0.016 ng/ml, repeat results were 0.175, 0.286 and 0.178 ng/ml. Initial result was reported. A corrected report of 0.175 ng/ml was issued. User did not know whether there was any treatment or other effect to the patient. The field service representative was unable to determine a cause, but noted the amt precision was out of specification and the static brush by the sample tray was worn. He performed liquid flow clean three times and noted the amt precision was then within specification. On follow up visit, he replaced the static brush. Performance tests performed on follow up visit to verify no system errors.